Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. It was noted that the icm was interrogated, but the application still would not pair. There were no patient consequences reported.